Manufacturer narrative:
The reported field event of a damaged connector pin was confirmed in the laboratory. The connector pin was separated from the molder connector, consistent with damage sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that damage was observed on the rv lead connector during implant. No further information.